Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred intermittently and customer's blood glucose (bg) level was 451 mg/dl. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a manual injection to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. Tts educated the customer regarding off-label insulin.